Event description:
It was reported the pt presented with right leg ischemia immediately post-op. Primitive right iliac dissection requiring surgery several hours later right leg thrombosis of prosthesis. Pt died hours later of decreased hemodynamic parameters.